Event description:
It was reported that when using the bd pyxis¿ medbank tower, nurse had pulled a medication, and when tried to close it, drawer 10 had been unable to be closed. Customer stated that the drawer had not latched when attempted to close it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 10 was failed and unable to close. A field service engineer (fse) inspected the drawer and found no obstructions. The drawer was tested in hardware test application (hta) with no changes observed. The issue was diagnosed as a failing latch, and a replacement latch was installed. The fse tested the drawer extensively in the application with no issues. Final testing in both the application and hta diagnostics showed proper operation with no issues noted. The system functioned as intended after the field service engineer repaired the device.